Event description:
It was reported that the capsule failed to calibrate.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. This was not a calibration issue. The plunger was not fully depressed before the operator attempted to rotate it. The device was received in a small bag and the dual lumen tube was bent sharply. There was no capsule and a note on the bag indicated the capsule was lost in the pt. The plunger was over-retracted. The proboscis was cracked away from the dual lumen tube and the pull wire was showing.